Event description:
Pt implanted in 2001 expired approx 48 hours post-op. The pt was not an ideal candidate and the procedure was problematic due to pt anatomy. The aortic neck was angled 70 degrees. The graft was implanted via a conduit as the external iliac arteries were calcific and measured less than 5mm in diameter. The contrawire was caught on the hooks and difficult to remove, but eventally the wire was unhooked. When pulling the device down a shower of emboli was observed. The graft was successfully implanted and the pt was transferred to the ICU. At 1am the pt became acidotic and was returned to the o.r. A laparotomy was performed and bowel ischemia identified. An echo identified severe thrombus in the aorta. The pt expired. The graft will not be explanted. Pt had severe scoliosis.